Event description:
Ous MDR - in (B)(6) 2014 the battery showed 3y 11m left. On (B)(6) 2015 the battery showed 0y 3m and is at eri. This is all of the information that was provided to us. Should additional information become available, this event will be updated.

Manufacturer narrative:
He pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The device interrogation revealed the battery status eri, which was triggered on the (B)(6) 2015. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. In conclusion, the pacemaker was fully functional. The battery status was anticipated. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.